Event description:
During a biopsy of a dense bone lesion performed the biopsy needle broke resulting in a piece of the needle being left in the patients left posterior hip. A post procedure scan was performed revealing the needle was seated within the bone and not protruding into the soft tissue. Ref #10-1062.